Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a pentaray nav high-density mapping eco catheter. After removing the pentaray catheter from the body, it was noticed that the catheter portion behind the splines of the catheter is "falling apart." They were finished with the pentatay catheter at this point in the procedure. The procedure continued without any other issues. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a pentaray nav high-density mapping eco catheter. After removing the pentaray catheter from the body, it was noticed that the catheter portion behind the splines of the catheter is "falling apart." They were finished with the pentaray catheter at this point in the procedure. The procedure continued without any other issues. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that in the transition tip-peek housing was broken. A manufacturing investigation was conducted, and it was determined that this type of failure was not manufacturing process related due to current process controls and layered checks. For this reason, this failure was directed to the supplier department to perform an external investigation. A manufacturing record evaluation was performed for the finished device number lot 31228668l and no internal action related to the complaint was found during the review. The broken tip issue reported by the customer was confirmed. The potential cause of the damage observed could not be determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).